Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead impedance was high, and lead warning occurred one day after initial implant. During the change out procedure, it was found that the lead connector came out of the header easily. The doctor reconnected the lead to the header. The device and the lead remain in use. No patient complications have been reported as a result of this event.